Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1a1ha, implanted: (B)(6) 2017, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the lead wasn't working again and they were being shocked when they walked. The patient said, "literally like shocking me so I'm up off the floor." Patient went online to find out why they were in so much pain, why is screwing up, why is there pulsating on the other side that doesn't have the implant. No further patient complications have been reported as a result of this event.